Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the rca. Approximately 11 months post procedure patient suffered of respiratory failure and myocardial infarction (unknown vessel). Patient was treated with medication and intubation. Patient recovered.